Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally the pump battery was observed to be depleting rapidly. The customer also experienced intermittent low and high blood glucose levels. The customer declined to provide additional information regarding the issues and declined to troubleshoot with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned. Additionally, the alleged battery issue could not be verified due to a separate issue captured in medwatch mfg report # 3013756811-2019-35996. Functional testing was performed and no failure was identified related to the reported high bg or low bg issues.